Manufacturer narrative:
MDR 3003442380-2026-53386 / initial 4 of 5. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set insulin is not always absorbing well and may be pooling underneath the skin. Since patient using vari soft so kinked is not coded. Which resulted in high bg and treated with correction injection via multiple daily injections event on (B)(6) 2026.